Event description:
The customer states they were receiving high results of 212, 313, 416 and 516mg/dl. They called the doctor and were advised to go to the emergency room. One hour after receiving the result of 516mg/dl the customer was feeling high blood glucose symptoms, sweating, urinating a lot, excessive thirst. At the emergency room the customer's blood glucose was 116mg/dl. The customer was given some fluids and released. The customer tried to get the hospital to do a lab comparison, they refused. They still feel they were having high blood symptoms after returning home. Customer states that controls were in range but no values were given. A request was made for the return of the suspect device and replacement product was sent.